Manufacturer narrative:
Concomitant medical products: product ID: 694765 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock due to ventricular tachycardia (vt). The tech thought that the ventricular sense response (vsr) algorithm could have contributed to the vt. The vsr fell on top of what appears to be a premature ventricular contraction (pvc) that had an atrial sensed event prior to it. Patient was successfully terminated with a shock. The device remains in use. No further patient complications have been reported as a result of this event.